Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2023, and suture was used. The patient suffered from postpartum perineal laceration and was sutured by the doctor. The patient reported discomfort in the perineal area and came to the hospital for examination. It was found that the suture was not absorbed. The doctor immediately removed the suture for the patient. After removing the suture, the patient was more comfortable and no discomfort occurred during follow-up. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. What was the appearance of the suture during the removal? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the current status of the patient? A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2023. The following information was received: after investigation, a 25-year-old female patient underwent perineal laceration repair in hospital due to "postpartum perineal laceration" on (B)(6) 2023. The surgeon used vcp1345h for perineal tissue sewing (the specific suture tissue level and suture method were unknown) during the surgery. The intraoperative sewing operation was smooth. After the surgery (the specific event occurred on an unknown date), when the patient returned to the hospital for reexamination, the doctor found that the suture in the perineal incision was not absorbed, and the patient complained of perineal discomfort (the specific symptoms and signs were unknown). The doctor removed the stitches from the perineal wound, and then the wound healing was improved. No subsequent adverse event report was received. After contacting the hospital, the hospital reported that the specific event date unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.